Manufacturer narrative:
The device was evaluated by olympus, and the reported issue was not confirmed. The cover of the cable unit was damaged, due to which, the image flickered with noise. The charge-coupled device had liquid intrusion and was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the camera head presented a flickering image. The intended procedure was completed with a similar device with no surgical delay. No patient injury or procedure impact reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, images flickering with noise was caused by the cover breakage of the cable unit. The cause of the cable unit breakage could not be identified. Olympus will continue to monitor field performance for this device.